Event description:
05/09/2024, infutronix medical received a report from a patient stating his pump was not working at all as the screen was not showing the numbers or anything. The patient mentioned it had beep earlier before calling, but had no idea what the alert might have been. Tech support had the patient look at the screenit and it was confirmed the patient was in the triation menu the pump had been paused and not running the infusion. The tech support assisted the patient to restart the pump and resume the infusion without further issues. No report of patient injury.

Manufacturer narrative:
There is a previous complaint #(B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. Device was received on 05/31/2024, investigation in process. This MDR will be reopened and updated once the investigation results are available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This complaint is being reopened for pump evaluation due to the device being received. There is another complaints on this device, see it2024n-1034. The pump was tested with the following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was an abrupt power off found in the log, as reported by the end user. An abrupt power off can be seen on event line 177 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. It was noted that the pump was received without the original battery in it, which could have contributed to the malfunction reported and found in the log. A new battery was placed into the pump in order to complete evaluation. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date (B)(6) 2026. Functional testing did confirm the reported condition, but was unable to be duplicated. Device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).